Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient was wearing the pump fourteen inches away from the infusion site and they also experienced hyperglycemia on (B)(6) 2026. The blood glucose was high for more than four hours and the patient was treated with manual injection.